Event description:
History and physical indicates: "ruptured left silicone breast implant found incidentally on CT done by her oncologist. She now requires removal and replacement. The implant was placed for reconstruction after mastectomy for cancer." Originally implant placed about 28 months ago, a breast implant smooth round high profile 800 cc gel filled 350-8004bc mentor implant, model #350-8004bc, lot #6731610.